Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A philips service engineer evaluated the system and verified the reported issue. The bushing was reseated to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm's latching mechanism, which prevented the locking solenoid from fully engaging.